Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet eventually became stuck in the right ventricular lead. The lead was not used. The patient was recovering in the intensive care unit.